Manufacturer narrative:
The customer reported that the bedside monitor had different pulse rate values than the central nurses station (cns). The numerics seem to be off by 10. Customer was unable to do troubleshooting at the time of the call and said he would call back when he was able to start the troubleshooting, but never did. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that the bedside monitor had different pulse rate values than the central nurses station (cns). The numerics seem to be off by 10.